Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer tried four new batteries but the insulin pump was stuck on the reservoir set up. She pressed the act button but the insulin pump did not do anything. The customer then waited 11 minutes to allow the insulin pump to rest and tried again but the insulin pump alarmed failed battery test. Customer's blood glucose level was 203 mg/dl. After troubleshooting the insulin pump alarmed failed battery test again. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. Insulin pump passed the unexpected restart test. No unexpected insulin pump reset noted. All operating currents are within the specification, no unexpected low battery, failed battery test, or off no power alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.